Event description:
It was reported that the patient underwent a revision procedure wherein two leads were added due to an unknown reason. Additional information was received that the reason for revision was patient wanted to have additional leads.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein two leads were added due to an unknown reason.